Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's high blood glucose levels. The customer's blood glucose levels had gone up to 420mg/dl and had small to moderate ketones. The mother states the customer changed their infusion site and assured there were no bubbles present. The mother states they eventually had to use injections to treat the high. The mother states the healthcare provider informed the customer to being placing infusion sets on their hip. The customer declined to troubleshoot. No further assistance was provided.